Manufacturer narrative:
Exemption numberer 2015058. (B)(4). Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2010. Between the 9th october 2016 and the 19th october 2016 the device records multiple manual power ups, one of 10 minute duration. Investigation found the fault can be attributed to membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked of this report.

Manufacturer narrative:
Exemption number e2015058. (B)(4). Not yet returned to manufacturer.

Event description:
There was no patient involved in this event. Unit powers on automatically.